Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The incident with the instrument occurred during a surgical hernia procedure. The instrument was removed as soon as they noticed the damage. The instrument was exchanged out with a backup and the procedure was completed robotically as planned. There was no injury to the patient due to the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a frayed grip cable at the distal end. Additionally, the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. The instrument delivered energy without any issues on 3 of 3 attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps had a wire protruding from the tip. There was no report of patient involvement.